Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "the prosthesis is rupture". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., d.1., d.2., d.4., d.6a., d.6b., h.4., h.6., h.10.

Event description:
Healthcare professional reported left side "the prosthesis is rupture". The device has been explanted and replaced.